Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. Perform manual test by setting sound level to 55: pass. Manufacturing mode/sound test: pass. Receiver functional test: passed all relevant tests. Open receiver for internal inspection: pass; speaker resistance at 7.49 ohms. The complaint was not confirmed because there were no intermittent audio detected. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No data was provided for evaluation. The reported intermittent audio output could not be confirmed. A root cause could not be determined. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.